Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2020, revised replaced on (B)(6) 2020 due to the implant auto-inflating. Additional information received indicated that the device was auto-inflating, and the patient was unable to deflate. The original reservoir was left in. A titan pump, two cylinders, a short and a long tubing segment were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump, cylinder 1, cylinder 2, the shorter tubing/connector segment or the longer tubing segment. The information received indicated the device was auto-inflating and the patient was not able to deflate the device; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, implant was auto-inflating. Implant removed and replaced. Device returning. Additional information received on 12/15/2020: device received. Auto-inflation, patient unable to deflate, original reservoir left in. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.